Manufacturer narrative:
Agiliti was awaiting a response from the customer to determine the patient's injury status. On (B)(6) 2026, the customer confirmed that the patient had fallen; however, the cause of the fall is unknown, and no additional information has been provided. The mattress and blower passed all testing. Further information is contained within complaint (B)(4).

Event description:
The patient fell from bed and sustained an acute fracture of the right superior pubic ramus.